Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / perforation (other) (location of the perforation: mid portion of left fallopian tube)"), pelvic pain ("chronic pelvic pain / pelvic cramping / pain") and seizure ("seizures") in a 45-year-old female patient who had essure (batch nos. 426398-invalid and 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included azithromycin, cyclobenzaprine hydrochloride (flexeril), diclofenac, docusate sodium, levetiracetam, loratadine, pseudoephedrine sulfate (claritin-d allergy), metaxalone, phenytoin (dilantin) and prednisone. On (B)(6) 2009, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date. In (B)(6) 2010, the patient experienced weight decreased ("I´ve been losing weight"). In 2014, the patient experienced uterine leiomyoma ("reproductive system disorder or condition (fibroids)"). In (B)(6) 2016, the patient experienced arthralgia ("arthralgia"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), seizure (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("reflux"), dyspepsia ("heartburn") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2016 underwent da vinci hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, mood swings, migraine, headache, uterine leiomyoma, seizure, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, dyspepsia, arthralgia, back pain and weight decreased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, seizure, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient reports on (B)(6) 2017 that she is still having issues from essure. Seizures can be triggered by smells. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010- hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record: loosing weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc (product technical "complaint"). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / perforation (other) (location of the perforation: mid portion of left fallopian tube)"), pelvic pain ("chronic pelvic pain / pelvic cramping / pain") and seizure ("seizures") in a 45-year-old female patient who had essure (batch no. 626398,426398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included azithromycin, cyclobenzaprine hydrochloride (flexeril), diclofenac, docusate sodium, levetiracetam, loratadine, pseudoephedrine sulfate (claritin-d allergy), metaxalone, phenytoin (dilantin) and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight decreased ("I´ve been losing weight"). In 2014, the patient experienced uterine leiomyoma ("reproductive system disorder or condition (fibroids)"). In (B)(6) 2016, the patient experienced arthralgia ("arthralgia"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), seizure (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("reflux"), dyspepsia ("heartburn") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2016 underwent da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, mood swings, migraine, headache, uterine leiomyoma, seizure, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, dyspepsia, arthralgia, back pain and weight decreased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, seizure, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient reports on (B)(6) 2017 that she is still having issues from essure. Seizures can be triggered by smells. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010- hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via medical record: loosing weight. Most recent follow-up information incorporated above includes: on 7-jun-2018: social medial posts were received. Added event "weight decreased". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic cramping / pain") and fallopian tube perforation ("perforation (fallopian tube(s)) / perforation (other) (location of the perforation: mid portion of left fallopian tube)") in a 45-year-old female patient who had essure (batch no. 626398,426398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included azithromycin, cyclobenzaprine hydrochloride (flexeril), diclofenac, docusate sodium, levetiracetam, loratadine, pseudoephedrine sulfate (claritin-d allergy), metaxalone, phenytoin (dilantin) and prednisone. On (B)(6) 2009, the patient had essure inserted. In may 2016, the patient experienced arthralgia ("arthralgia"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), uterine leiomyoma ("reproductive system disorder or condition (fibroids)"), seizure ("seizures"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of weight increased ("weight gain"), gastrooesophageal reflux disease ("reflux"), dyspepsia ("heartburn"), the second episode of weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2016 underwent da vinci hysterectomy and bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, urinary incontinence, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, mood swings, migraine, headache, uterine leiomyoma, seizure, vaginal discharge, fatigue, gastrooesophageal reflux disease, dyspepsia, arthralgia, the last episode of weight increased and back pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, seizure, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010- hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia(inability to have sexual intercourse), anxiety, mood swings, migraines, headaches, reproductive system disorder or condition (fibroids), seizures, vaginal discharge, perforation (fallopian tube(s)) / perforation (other) (location of the perforation: mid portion of left fallopian tube), fatigue, weight gain, reflux, heartburn, arthralgia, weight gain, back pain", reporter, lot number, concomittant drug added from pfs. On 1-mar-2018: medical record received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016 underwent da vinci hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and urinary incontinence to be related to essure. Diagnostic results: hysterosalpingogram - on (B)(6) 2010- hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became valid. Events added. Event "chronic pelvic pain / pelvic cramping", 'urinary incontinence, "dysmenorrhea", 'dyspareunia" added, product information updated from legal complaint received on (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.